Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? Was the bleeding intraluminal or extraluminal? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? Was the device saved? If so, is it available for return?

Event description:
Bleeding post-op. It was reported that the patient indication is rectum cancer. 9 days after the rectum surgery, noted the bleeding.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was obtained: is the lot number of the device available? Unknown what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? Unknown was a complete transection of the white breakaway washer visually confirmed? Yes was a leak test performed? If so, what type and what was the result? No how was the post-op bleeding identified? What was the total estimated blood loss (ml)? Unknown was a transfusion required? Not reuqired was the bleeding intraluminal or extraluminal? Unknown were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown how was the bleeding addressed? Vaseline gauze packing, topical hemostatic what was the pre and postoperative anti-coagulant and pain management protocol? Unknown what is the current status of the patient? Stable and leave from hospital was the device saved? If so, is it available for return? The customer discard the device.